Event description:
It was reported that a patient presented to the or for a new system implant. After three external shocks were delivered during dft testing, the device was found to be in backup vvi mode due to a power on reset. Device firmware was redownloaded and the device was restored to normal operating status.